Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were multiple episodes of over and undersensing. The device was recently implanted and the pocket is newly forming which may contribute to the sensing issues. The device remains in use. No patient complications have been reported as a result of this event.